Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) was great. The consumer's leg was no longer turning blue (due to previous car accident before implant), but if the ins was turned off it immediately turned blue. It was further reported the consumer was tiny and the ins started coming out, so that you could really see it, and it hurt if it was bumped. The physician stuck it in further in the consumer's rump so that it didn't do that anymore.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was repositioned in the pocket about 1.5 years prior to the report by the healthcare provider. The patient stated she was tiny and could feel the ins in the pocket at the time of the report. It felt like it was slightly at an angle in the pocket. The patient could feel where the lead wires went into the ins and it felt like her ins was sticking out a little more than usual but she did not know since when. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included non-malignant pain.